Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). Analysis: model: 9733560xom, analysis: axiem emitter failure model: 9731203, analysis: axiem emitter failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to track their instruments. There was a red status for both the emitter and the axiem box in the emitter details. There was less then an hour delay to the procedure and there was no reported impact on the patient¿s outcome.